Event description:
Litigation alleges that patient has experienced moving in her left hip when she gets up or sits down. She has a large collection of fluid on her left hip joint as seen on a recent MRI, and it is alleged that she has very elevated chromium and cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.